Manufacturer narrative:
(B)(4). The customer reported error message: reanimation meter. There is no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported error message: reanimation meter. There is no reported pt involvement.